Manufacturer narrative:
Examination of returned used device 60-6085-201a found that it did inflate but did not deflate correctly. Examination found that the uterine balloon did deflate, but not all the way. Unless you suctioned the air out with a syringe, it would not completely deflate on its own. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be an occlusion on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium,uterine manipulator, was being tested before using on (B)(6) 2024 and ¿when testing the material before using it on the patient, the professional should observe that the uterine manipulator cuff is not inflating/deflated.¿. Per further assessment it was found that "the material did not inflate correctly and, consequently, did not deflate completely.¿. There was no impact or injury for the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being tested before using on (B)(6) 2024 and ¿when testing the material before using it on the patient, the professional should observe that the uterine manipulator cuff is not inflating/deflated.¿ per further assessment it was found that "the material did not inflate correctly and, consequently, did not deflate completely.¿ there was no impact or injury for the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.